Manufacturer narrative:
It was reported that the patient also experienced gastrointestinal bleeding (gi). It was reported that the official cause of death was multisystem organ failure (msof) as a result of pump thrombosis and care was withdrawn. Family stated to have declined autopsy and pump retrieval. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis review date: 05/09/2016. Data log from (B)(6) 2016: power consumption above normal operating range. Additional notes: 2 low flow alarms have been logged at the following times: (B)(6) 2016 at 04:58:28, (B)(6) 2016 at 04:38:58. The low flow alarm limit is currently set to 1.0 lpm. 36 high watt alarms have been logged since (B)(6) 2016. The current high watt alarm limit is set to 7.0 w. A rise in power consumption has been logged starting (B)(6) 2016 to a peak of 6 w on (B)(6) 2016 outside of normal power consumption. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Bleeding, infection, and respiratory failure are known potential adverse event(s) associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Clinical and patient factors including the reported uncontrolled inr readings are factors that may have contributed to the reported high watts, possible thrombus and bleeding. Additionally lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported pump high watts and suspected thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator, that the patient was implanted with competitor's rvad and lvad with hopes to wean the rvad which was unsuccessful. Patient had renal failure requiring continuous renal replacement therapy (crrt) since implant and several episodes of infection. Ptt goal of 45-55 (with temporary devices typical goal is 60-80) for bleeding episodes. Patient had one major airway bleed that led to the addition of an oxygenator to the circuit but was eventually weaned off the oxygenator. Patient had been stable on epi 0.03 for about a month and was off the vent working with physical therapy to become a better transplant candidate. On (B)(6) a femoral line was pulled and the ptt was sub therapeutic around this event due to line changes. On (B)(6), ldh had increased and we suspected an rvad thrombus. On (B)(6) the patient was found to have a pe and the rvad was exchanged. Lvad power was elevated at the time, log files were sent for analysis. It was stated that the surgical team did not want to proceed with tpa due to previous bleeds. Ptt goal was increased to 60-80 then 70-110. On (B)(6) the patient had consistently high lvad powers, acidosis, and high lactate with increased pressor support. Family agreed to withdraw support and patient was pronounced dead on (B)(6) 2016. No additional information available.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files revealed a high power consumption on the reported event date, thus confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.